Event description:
It was reported that the milling cutter tip for the referenced product exhibited excessive play and noticeable wobbling, which caused the milling machine to operate unevenly and led to overheating of the tip. At the time of the report, there was no known impact to a patient.

Manufacturer narrative:
H3: device was returned and the evaluation anticipated but not yet begun. B3: date of event notification: 10-11-2025 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: evaluation determined that it is not possible to install a burr bearing was detached. The likely cause of failure could be due to housing nut is deformed. It was also found that tube doesn't extend/retract, tube tip deformed, input/output shaft drive teeth worn and laser markings are faded . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that it was not possible to install a burr due to detached bearings, and no overheating was mentioned in the comments.

Event description:
Additional information received stating that distal bearings were detached.

Manufacturer narrative:
H3:product analysis:evaluation determined that bearing was detached . The likely cause of failure could be due to housing nut deformed. It was also found that tube doesn't extend/retract, tube tip deformed, input/output shaft drive teeth worn and laser markings are faded . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow-up it was reported that there was no patient involvement.

Manufacturer narrative:
H6: annex e and annex f codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.